Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 418 mg/dl at the time of the incident. The customer was using the insulin pump within 48 hours of reported event. The customer was treated with insulin pump. Customer did not alleging insulin pump was under delivering. Customer stated that the insulin pump was not on active mode. Customer reported that the bolus history displayed all bolus entries based on their recollection. The insulin pump will not be returned for analysis.